Manufacturer narrative:
Other, other text: additional information received via email on 20-oct-2020 that there was not patient involvement.

Event description:
Information was received indicating that a smiths medical pump was over infusing. There were no reported adverse events.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery accuracy testing; this showed the device delivery was slightly above specification at +6.85% (the allowed specification is +/-6%). The pump expulsor was trimmed to bring the delivery closer to nominal. The cause was not definitely established.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given delivery accuracy testing; this showed the device delivery was slightly above specification at +6.85% (the allowed specification is +/-6%). The pump expulsor was trimmed to bring the delivery closer to nominal. The cause was not definitely established.